Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: evaluation revealed that the keypad is peeling. All buttons function appropriately. There was no contamination under contacts. The display was dim and the characters had a red hue. There was one battery compartment crack found from the bumper to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on 08/13/2015.